Manufacturer narrative:
(B)(4) updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 08/25/2025. An investigation was conducted on 08/26/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned in an opened package container. The heater wire was observed to be flexed and twisted away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the tips of the hot and cold jaw were observed to be peeled back, exposing the cold and hot jaw metal jaw tips. There was no observation of any caulk type material anywhere on the jaws. Based on the returned condition of the device as well as the evaluation results, the reported failure "contamination with chemical or other material" was not confirmed, however, the analyzed failure "material twisted/ bent wire" and "peeled; delaminated; jaw" was observed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The lot # 3000412844 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failures.

Event description:
N/a

Event description:
The hospital reported that during vasoview hemopro 2 device set-up, they noticed some type of caulk on the jaws of the device. They did not use device and opened a new device kit to do the procedure. There was no patient involved.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.